Manufacturer narrative:
A ge service rep performed an on site investigation. The connection at the lemo connector was repaired. The system was tested and operates as intended.

Event description:
The customer reported the 9800 system was not displaying images on the monitor. No pt injury was reported.